Event description:
Information received indicates the ground resistance has a high reading on the safety analyzer.

Manufacturer narrative:
The technician found the ground wire in the power cord plug was loose. The technician tightened the connection to repair the bed.